Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was treated using venaseal as per IFU. Procedure was completed without any issue. Catheter tip was 5cm caudal to the sapheno femoral junction (sfj). The great saphenous vein (gsv) was compressed. It is unknown how many segments of the gsv were treated and the vein was reported to have closed. Approximately 10 days post procedure, the patient presented with hypersensitivity. Patient was treated with nsaid¿s. This issue has been reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.